Event description:
It was reported that a 74 year old male patient weighing 75kg with height 165 cm underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (lot #30844121l). The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the cable connection, it was reported that error code 106 occurred. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter (lot #30822314l) to another one (lot #30844121l). After the lpv re-isolation and creation of roof line, decreased blood pressure was confirmed. Pericardial effusion was confirmed by echo. Cardiac drainage was performed. Vital was stabilized after drained about 300 ml of fluid. Additionally extended hospitalization was required. The physician's opinions on the relationship between the event and the product was that the relationship with the product and the event is unlikely. There were no abnormalities observed prior to use and during use of the product. Additional information was received on 17/oct/2022. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that a causal relationship to the bw product is unlikely. The kind of intervention provided was that drainage was applied. The outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. Rf needle was used during the transseptal puncture. Ablation was performed prior to noting the cardiac tamponade. No pop was reported. The event occurred after the ablation phase. Error 106 messages was observed on biosense webster equipment during the procedure. The force visualization features used were real time graph; dashboard; vector; and a visitag. Additional filter used with the visitag was a fot. Color options used prospectively was a tag index. Additional clarification was received on 19/oct/2022 that the 2nd (other) catheter was confirmed as d134805 with lot number is 30822314l. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another new one. Additional information was received on 25/oct/2022 clarifying that there were 2 ablation catheters used. The 2nd (other) catheter¿s lot number was 30822314l. The lot number 30844121l was used during the adverse event. The patient required extended hospitalization for treating tamponade. No relevant test or relevant history. The flow setting for the irrigated catheter used for the event was a pre:2sec post:2sec. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Pump flow rate setting was normally controlled by the generator. Parameters for stability for the visitag module used was range:3mm time:3sec fot:30% tag size:4mm. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #30844121l). The error code 106 issue was assessed as not MDR reportable as the warning functioned as intended under the thermocool® smart touch® sf bi-directional navigation catheter (lot #30822314l).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7-nov-2022. The lot number of 30844121l experienced the force issue. The lot 30822314l was used as a replacement catheter of 30844121l and no issue was observed. Therefore, have added the h6. Medical device problem code of ¿failure to sense (a070908)¿ under this device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 13-dec-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30844121l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)